Event description:
The account stated that the siderails will not latch.

Manufacturer narrative:
The technician found the siderail shoulder bolt was missing from bolt siderails. He replaced the shoulder bolts to repair the stretcher.